Manufacturer narrative:
Device received with blank display, problem isolated to the electrical board. No pump warming up, black screen, buzzing or blinking light during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer noticed a buzzing and then checked the pump and the screen was black and blank and it was warm and re light blinking as well. The insulin pump will not be returned for analysis.